Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
It was reported to philips the demand mode pacing was intermittently "abnormal" on the device. There was no patient involvement.

Manufacturer narrative:
.